Event description:
39 year old male with medical history of a congential myoxomatous valve underwent surgery using 30 mm pulmonary homograft on 2/24/97. Approximately two weeks later pt had suspected endocarditis vegitation on pulmonary allograft and pt was sent home on vancomycin. Post not: pt had no previous history of endocarditis and only one of approximately 5 post-opeative blood cultures was positive for staphylococcus coagulase negative. Clincically pt is doing fine. Site does not relate event to homograft. But also notes the relation is unknown. It appears that event was due to opportunistic infection. The risk of which is inherent in heart valve surgery.